Event description:
A malfunction was reported with the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer managed the high glucose level with a correction injection via manual daily injection (mdi). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.